Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events, concerned a male patient of unknown age and origin. Medical history included hypertension. Concomitant medications included unspecified medication for hypertension. The patient received insulin lispro (rdna origin) injections (humalog 100iu/ml) cartridge, via humapen ergo ii pen, 32 units daily (morning 12, noon 10, night 10), subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date in 2023. On an unknown date, while on insulin lispro therapy, due to the issue of first humapen ergo ii pen that was obtained at end of 2024, inaccurate dose of insulin lispro was administered and he developed hypoglycemia (first episode). First humapen ergo ii pen had defects and safety issues. He prepared for injections every time and changed the needle each time. He had to replace his first humapen ergo ii pen and received second humapen ergo ii pen in (B)(6) 2025 as replacement. On an unknown date in (B)(6) 2025, due to the issue of the second humapen ergo ii pen, again injecting dose was inaccurate and he developed hypoglycemia. On (B)(6) 2025, the second humapen ergo ii pen had an inaccurate dosage again. He injected 10 units of insulin lispro on the same night when device issue occurred. After one hour, he developed dizziness (dizziness was considered as symptom associated with the diagnosis of hypoglycemia) and drank sugar water (as a corrective treatment), but he already developed hypoglycemia (second episode) at that time. He thought that he had injected too much insulin. He ate meals on the next morning and adjusted the dosage unit of the humapen ergo ii pen one by one and adjusted to 12 units for the morning injection. One hour after injecting, he measured the blood glucose and it was 3.8 and 3.9 (unit and reference range were not provided). He had hypoglycemia. Due to humapen ergo ii pen shortcomings and safety issues (pc number: (B)(4); lot number: unknown), and he almost died (as reported). The event of hypoglycemia (second episode) was considered serious by the company due to medically significant reasons. Information regarding corrective treatment of remaining events was not provided. Outcome of the events was unknown, and status of insulin lispro therapy was ongoing. The operator of humapen ergo ii pens was patient and his training status was not provided. The general device duration of humapen ergo ii pens and the suspect humapen ergo ii pens duration of use was not provided, however, patient used first humapen ergo ii pen since an unknown date in end of 2024 and second humapen ergo ii pen since an unknown date in (B)(6) 2025. Action taken with the suspect humapen ergo ii pen was not provided and its return status was not expected as pen was not available. The reporting consumer did not provide the relatedness of event wrong dose administered, while did not know the relatedness of events with insulin lispro therapy. The reporting consumer related the event of wrong dose administered, while did not provide relatedness of remaining events with humapen ergo ii pen. Edit 24apr2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed, as necessary.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events, concerned a male patient of unknown age and origin. Medical history included hypertension. Concomitant medications included unspecified medication for hypertension. The patient received insulin lispro (rdna origin) injections (humalog 100iu/ml) cartridge, via humapen ergo ii pen, 32 units daily (morning 12, noon 10, night 10), subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date in 2023. On an unknown date, while on insulin lispro therapy, due to the issue of first humapen ergo ii pen that was obtained at end of 2024, inaccurate dose of insulin lispro was administered and he developed hypoglycemia (first episode). First humapen ergo ii pen had defects and safety issues. He prepared for injections every time and changed the needle each time. He had to replace his first humapen ergo ii pen and received second humapen ergo ii pen in (B)(6) 2025 as replacement. On an unknown date in (B)(6) 2025, due to the issue of the second humapen ergo ii pen, again injecting dose was inaccurate and he developed hypoglycemia. On (B)(6) 2025, the second humapen ergo ii pen had an inaccurate dosage again. He injected 10 units of insulin lispro on the same night when device issue occurred. After one hour, he developed dizziness (dizziness was considered as symptom associated with the diagnosis of hypoglycemia) and drank sugar water (as a corrective treatment), but he already developed hypoglycemia (second episode) at that time. He thought that he had injected too much insulin. He ate meals on the next morning and adjusted the dosage unit of the humapen ergo ii pen one by one and adjusted to 12 units for the morning injection. One hour after injecting, he measured the blood glucose and it was 3.8 and 3.9 (unit and reference range were not provided). He had hypoglycemia. Due to humapen ergo ii pen shortcomings and safety issues (pc number: (B)(4); lot number: unknown), and he almost died (as reported). The event of hypoglycemia (second episode) was considered serious by the company due to medically significant reasons. Information regarding corrective treatment of remaining events was not provided. Outcome of the events was unknown, and status of insulin lispro therapy was ongoing. The operator of humapen ergo ii pens was patient and his training status was not provided. The general device duration of humapen ergo ii pens and the suspect humapen ergo ii pens duration of use was not provided, however, patient used first humapen ergo ii pen since an unknown date in end of 2024 and second humapen ergo ii pen since an unknown date in (B)(6) 2025. Action taken with the suspect humapen ergo ii pen was not provided and its return status was not expected as pen was not available. The reporting consumer did not provide the relatedness of event wrong dose administered, while did not know the relatedness of events with insulin lispro therapy. The reporting consumer related the event of wrong dose administered, while did not provide relatedness of remaining events with humapen ergo ii pen. Edit 24apr2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 16may2025: additional information received on 12may2025 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome for (B)(4). Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, improper use and storage reiterated as no for (B)(4), malfunction reiterated as unknown for (B)(4) and device return status updated to not returned to manufacturer. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new,updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated (16may2025) in the b.5. Field. No further follow-up is planned.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated (16may2025) in the b.5. Field. No further follow-up is planned. Evaluation summary: a consumer reported that the humapen ergo ii device of a male patient of unknown age "the injection dosage was inaccurate". The patient experienced hypoglycaemia. The device was not returned to the manufacturer for investigation (batch number reported was invalid and is unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events, concerned a male patient of unknown age and origin. Medical history included hypertension. Concomitant medications included unspecified medication for hypertension. The patient received insulin lispro (rdna origin) injections (humalog 100iu/ml) cartridge, via humapen ergo ii pen, 32 units daily (morning 12, noon 10, night 10), subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date in 2023. On an unknown date, while on insulin lispro therapy, due to the issue of first humapen ergo ii pen that was obtained at end of 2024, inaccurate dose of insulin lispro was administered and he developed hypoglycemia (first episode). First humapen ergo ii pen had defects and safety issues. He prepared for injections every time and changed the needle each time. He had to replace his first humapen ergo ii pen and received second humapen ergo ii pen in (B)(6) 2025 as replacement. On an unknown date in (B)(6) 2025, due to the issue of the second humapen ergo ii pen, again injecting dose was inaccurate and he developed hypoglycemia. On (B)(6) 2025, the second humapen ergo ii pen had an inaccurate dosage again. He injected 10 units of insulin lispro on the same night when device issue occurred. After one hour, he developed dizziness (dizziness was considered as symptom associated with the diagnosis of hypoglycemia) and drank sugar water (as a corrective treatment), but he already developed hypoglycemia (second episode) at that time. He thought that he had injected too much insulin. He ate meals on the next morning and adjusted the dosage unit of the humapen ergo ii pen one by one and adjusted to 12 units for the morning injection. One hour after injecting, he measured the blood glucose and it was 3.8 and 3.9 (unit and reference range were not provided). He had hypoglycemia. Due to humapen ergo ii pen shortcomings and safety issues (pc number: (B)(4); lot number: unknown), and he almost died (as reported). The event of hypoglycemia (second episode) was considered serious by the company due to medically significant reasons. Information regarding corrective treatment of remaining events was not provided. Outcome of the events was unknown, and status of insulin lispro therapy was ongoing. The operator of humapen ergo ii pens was patient and his training status was not provided. The general device duration of humapen ergo ii pens and the suspect humapen ergo ii pens duration of use was not provided, however, patient used first humapen ergo ii pen since an unknown date in end of 2024 and second humapen ergo ii pen since an unknown date in (B)(6) 2025. Action taken with the suspect humapen ergo ii pen was not provided and its return status was not expected as pen was not available. The reporting consumer did not provide the relatedness of event wrong dose administered, while did not know the relatedness of events with insulin lispro therapy. The reporting consumer related the event of wrong dose administered, while did not provide relatedness of remaining events with humapen ergo ii pen. Edit 24apr2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 16may2025: additional information received on 12may2025 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome for (B)(4). Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, improper use and storage reiterated as no for (B)(4), malfunction reiterated as unknown for (B)(4) and device return status updated to not returned to manufacturer. Corresponding fields and narrative updated accordingly.